Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -16.0/+2.50/90 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022 as a replacement lens to address excessive vault and unreactive/fixed pupil. It was reported that the lens did not resolve the problem, the reporter stated " pupil did not constrict even after replacing with smaller size.". Per updated information the patient has not visit the clininc since may. Bcva was 20/20 and vault was 1ct on the last visit ((B)(6) 2022). If additional information is received a supplemental medwatch report will be submitted. See MFR # 2023826-2022-02586 for claim against the initial lens.

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. H1 - corrected to serious injury in initial MDR. Claim # (B)(4).